Event description:
Complainant alleged that while attempting to shock an 87-year-old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer reported loss of ECG waveform while using stat pads and 4-lead monitoring. Testing of the device and accessories found no faults. Log review showed a steady ECG signal initially, followed by alternating ECG multi- lead and respiration impedance lead fault messages, consistent with poor coupling or troubleshooting activity. The device did not detect valid pad impedance until later in the event, and the lead view was not changed to pads, preventing the signal from being displayed. Investigation concluded the customer report was likely related to incorrect lead view selection and poor impedence. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.